Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar bending shaft and tip connection. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument did not experience any issues with fragments falling into the patient's anatomy, damaged wires at the wrist, or non-intuitive or uncontrolled motion. There were no reported injuries to the patient, and the instrument functioned properly during use. While the question regarding whether the jaws were successfully opened intraoperatively was not answered, the instrument is available for return to isi for evaluation. No photographic images or video recordings are available for review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken distal clevis at the base of the main tube. The broken piece was not returned, measuring roughly 1.6320 x 0.3425 in size. Components adjacent to the broken clevis do show damage, the main tube broken. Additionally, the instrument was found to have a broken main tube. A pieces of the main tube was not returned with the instrument. Components adjacent to this broken main tube do show damage. The instrument was found to have a broken grip cable at the main tube. The instrument was found to have a broken pitch cable at the main tube. The complaint regarding bending of shaft and tip connection was confirmed by failure analysis. The probable root cause of the customer reported issue of bending of the instrument shaft and tip connection is attributed to damage during use the probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing. The probable root cause of pitch cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing. A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The following additional information was provided: it looks like the proximal clevis is dislodged from its normal position which would result in the instrument not being able to be removed from the cannula. It is likely that the main tube is also broken.